Event description:
(B)(4). According to the information received, an end user had a catheter in which the coating was described as flocculate. After using the catheter, it is sometimes tight(difficult) to pull out the catheter from the urethra. It was painful.

Manufacturer narrative:
Product has been returned, but as of to date the evaluation has not been completed. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. When additional information becomes available a follow-up report will be submitted. Follow up #1: (B)(4) were returned. Testing found all products in conformity with the norms. Testing on the returned product did not provide any explanation as to the cause of the incident reported. A recheck of the product documentation for this lot number did not reveal any deviation that could be related to the complaint. Based upon the information presented, this complaint cannot be confirmed as reported.

Manufacturer narrative:
Product has been returned but as of to date the evaluation has not been completed. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. When additional information becomes available a follow-up report will be submitted.

Event description:
(B)(6). Date of event: best estimate (B)(6) 2011. According to the information received, an end user had a catheter in which the coating was described as flocculate. After using the catheter, it is sometimes tight (difficult) to pull out the catheter from the urethra. It was painful.